Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump screen turned off and turned back without having to be connected to a power source. The customer stated that no alarms were received during this event. The pump data was reviewed by tandem technical support and nothing unusual was found to be the cause of this issue. Blood glucose level was 135 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.